Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of myocardial infarction with subsequent death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient had just connected to the cycler when the adverse event occurred. There were no reported issues with the cycler or the treatment. ¿cardiovascular disease (cvd) is the leading cause of death among dialysis patients, accounting for approximately 45% of overall mortality. Among these deaths, approximately 20% are attributed to acute myocardial infarction (ami).¿ based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s myocardial infarction and death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A technician reported that this male peritoneal dialysis (pd) patient passed away due to a heart attack while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had just connected to the liberty select cycler on (B)(6) 2026 for pd treatment when he yelled for his wife. The patient¿s wife came into the room and found the patient in distress, but alert. 911 was called. The patient then became unresponsive. The patient was transported to the hospital via emergency medical services (ems). They worked on the patient at the hospital for over an hour, but they were unable to resuscitate him. The patient was pronounced deceased at the hospital. The cause of death was listed as myocardial infarction. The pdrn did not report any issues with the liberty select cycler.

Event description:
A technician reported that this male peritoneal dialysis (pd) patient passed away due to a heart attack while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had just connected to the liberty select cycler on (B)(6) 2026 for pd treatment when he yelled for his wife. The patient¿s wife came into the room and found the patient in distress, but alert. 911 was called. The patient then became unresponsive. The patient was transported to the hospital via emergency medical services (ems). They worked on the patient at the hospital for over an hour, but they were unable to resuscitate him. The patient was pronounced deceased at the hospital. The cause of death was listed as myocardial infarction. The pdrn did not report any issues with the liberty select cycler.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump.there were visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed.valve actuation test ¿ passed.system air leak test ¿ passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.